Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A qualified cartridge and handpiece were indicated. Two viscoelastics were indicated. It is unknown if the qualified viscoelastic was used. The file indicates that the sample will not be returning. The provided photo did not show the entire view of the lens and therefore could not visually confirm the broken haptic portion of the lens damaged complaint. The optic appeared cracked. Based on the information provided on the completed questionnaire, the root cause for the reported event may be related to a failure to follow the instruction for use (IFU). The completed questionnaire indicted that "the patient had dense ns and I believe the dwell time of the intraocular lens (iol) in the cartridge exceeded 10 minutes. Our iol rep, explained that we need to target dwell times < 3 minutes." The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Also it is unknown if a qualified viscoelastic was used. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company iol delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that because of resistance, the intraocular lens (iol) came out with the trailing haptic severed from the optic. There were two large cracks within the optic (optic edge was intact). Additional information received stated that, patient had slight stromal edema but there was no impact on final outcome. Post operation measurements on day 8 were, bcva 20/20, j1. The patient had dense nuclear sclerotic (ns) cataract and the dwell time of the iol in the cartridge exceeded 10 minutes.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Two photo were provided. Photo1: this photo shows an implanted single-piece lens. There is a large bubble over the center of the lens. A semi-circular crack is observed on the optic near one optic haptic junction. The reported second crack and broken haptic are not visible in this view. Photo 2: this photo does not show the product. The manufacturer internal reference number is: (B)(4).